Manufacturer narrative:
(B)(4). The customer's report of a missing check valve was not confirmed; however the check valve was found to be faulty. Visual inspection noted no anomalies. Inspection under a microscope showed that the silicone membrane was centered. Functional testing was performed. Fluid and air bubbles were noted going into the primary bag indicating a faulty check valve. Testing of the returned part by the supplier also indicated a failed result. Upon disassembly of the check valve, a clear particle was found between the housing seal area and the affixed silicone diaphragm. The particle was identified to be pvc. The cause of the check valve failure is due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
The customer reported that the IV set did not contain a check valve. There was no report of patient harm. Medical intervention was not required. No further information was provided.